Event description:
The facility's biomedical engineer reported and infusion pump with failure code 810:04. Info was requested regarding the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, medical intervention and pt injury, but no additional details were available. Alternate contact info was requested but no alternate contact was identified.